Event description:
The user facility reported a failed biological indicator. The indicator used was not steris brand. All instruments present in the cycle were reprocessed before use in patient procedures. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the unit had a steam leak. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.